Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead unfastened from the pulse generator and perforated the heart wall. The patient presented chest pain, shortness of breath, and a pericardial effusion. This issue produced low amplitude sensing and a decrease in the lead impedance. An echocardiogram confirmed this perforation, this heart injury was clearly visible. This patient was scheduled for an extraction procedure. This lead was surgically explanted and was not replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Lead was returned severed, around 49.3 centimeters from the terminal end. Only the proximal segment of the lead was returned. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test passed without issue, indicating no blockage in the lumen. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead unfastened from the pulse generator and perforated the heart wall. The patient presented chest pain, shortness of breath, and a pericardial effusion. This issue produced low amplitude sensing and a decrease in the lead impedance. An echocardiogram confirmed this perforation, this heart injury was clearly visible. This patient was scheduled for an extraction procedure. This lead was surgically explanted and was not replaced. Eventually, this lead was returned. No additional adverse patient effects were reported.